Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had an MRI done in (B)(6) 2013 and felt a return of symptoms after. It was stated that the patient had not slept ¿in months.¿ it was noted the patient was currently in the hospital for an issue that was not specified to be device related.the device was currently off. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va013mh, implanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).